Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: expiration date: this information is now available. Part: 03.804.701s; lot: 0117046; manufacturing location: (B)(4); supplier: biotronik ag; release to warehouse date: march 07, 2017; expiry date: january 01, 2019 no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2018 at unknown levels. A synflate balloon was removed and a synthes cavity creation device was used to ensure void was created prior to injecting vertecem ii cement. The synflate balloon ruptured during the case with no more pressure than 250psi and it began to leak out contrast. There was no patient consequence reported. There was no surgical delay and procedure was completed successfully. Concomitant devices reported: void creation device (part number unknown, lot number unknown, quantity 1). This report is for one (1) medium synflate balloon. This is report 1 of 1 for (B)(4).